Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for chronic low back pain and spinal pain. Information was reported that the caller stated that the patient claimed the ins no longer works. The caller did not have any additional details about the ins not working. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's ins no longer working was not determined. Many attempts have been made to recharge. There is no communication with the battery pack. The issue has not been resolved. No further information was reported.